Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they experienced high blood glucose of 28 mmol/l. The customer's current blood glucose is 25.9 mmol/l. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by multiple dose injections. Troubleshooting was done for high blood glucose. The reservoir will not be returned for analysis.